Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator magnetic lock was not engaged. A field service engineer pushed the bin back to its normal position. The user was able to pull medications. The application was tested, and the fridge was functional. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator magnetic lock was not engaged after dispensing medication from a secured bin. The customer stated that the device and medications were inaccessible, and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.